Event description:
It was reported that the patient presented in the ep lab with a high threshold on the right ventricular lead and diaphragmatic stimulation during pacing. Dislodgement was suspected. During the procedure, the lead¿s helical screw was able to be fully retracted and positioned to a new position. However, the lead helix was unable to be extended after many attempts to extend. The lead was explanted, and the lead¿s tip showed that there was tissue attached and was the reason for the helix unable to extend. A new lead was implanted, and no issues experienced with the new lead. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection did not find any anomalies on the lead body except procedural damage. The helix was retracted and clogged with blood. X-ray examination found over-torque inner coil consistent with procedural damage at the connector region. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. The reported event of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil and over-torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.